Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device image was too dark. The issue was found during a laparoscopy procedure and was completed using a similar device. There was no patient harm reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure 'screen is too dark' was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that no nonconformances were found related to this complaint. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device image was too dark. The issue was found during a laparoscopy procedure and was completed using a similar device. There was no patient harm reported by the customer.